Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event the patient experienced dizziness, was lightheaded and experienced a seizure an unknown time after the onset of these symptoms. The cgm was reading 144 mg/dl and an ambulance was called. When the paramedics arrived the cgm reading was 141 mg/dl, and the blood glucose reading was 70 mg/dl. It was unknown if the patient already received any treatment before the fingerstick was taken. The patient was brought to the hospital and was treated with 2 glucose jellies, and unspecified intravenous treatment. It was not known how much time the patient spent in the hospital, but at the time of the report the patient had recovered and was at home. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. It was reported that the patient was in the hospital for one hour. No additional patient or event information is available.